Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient coded before anything was implanted during the permanent implant procedure on (B)(6) 2016. As a result, the procedure was abandoned. The patient was taken to intensive care unit and now is in stable condition.